Event description:
Two blood leaks in one pt occurred during hemodialysis treatment. The blood loss was 100 cc each bacause blood of the total inside volume was taken including dialyzer and tubing. The pt was well and no medical treatments were given.